Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that he was hospitalized due to high blood glucose. The blood glucose reading was 600 mg/dl at the time of admission. The customer had gone into a seizure and a friend took him to the hospital. He was wearing the insulin pump at the time of the event. The drive support cap appeared normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The time and date were not correct and the customer was assisted in correcting them. The basal rates and bolus wizard settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. He was unable to perform the high pressure test and was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.